Event description:
1 vf zone on (B)(6) 2025. Shock aborted. Appears to be over sensing on ventricular lead. Possible emi. Recommend review of stored "egmâ¿¿s" for rhythm determination. 4 hr-ns; most recent on (B)(6) 2025. Appears to be over sensing on ventricular lead. Possible emi. Recommend review of stored "egmâ¿¿s" for rhythm determination. Episodes with over sensing appear to be all on (B)(6) 2025 at 16:47-16:49 (hcp did not know what pt was doing on that date/time). Alert: rv lead integrity warning on (B)(6) 2025 - (2 or more criteria met). Review high rate-ns episodes, sensing integrity counter (short v- v intervals). Rv lead impedance appears stable within expected range. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).